Manufacturer narrative:
Correction to blocks b5, d4, h6 and h11. Additional information in block e1. Block b3: exact date unknown, based off bsc aware date.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty connecting their implantable pulse generator (ipg) to their charging system. X-ray imaging confirmed the ipg had migrated into a slanted position. Therefore, the patient underwent a revision procedure during which the ipg was repositioned. The patient was doing well postoperatively.

Event description:
It was reported that patients implantable pulse generator (ipg) was slanted per imaging. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. No product was added or removed.